Event description:
Pt using posey soft rails, catalog number 5716sc, fell out of bed, landed on the floor, and fractured a hip. Facility stated incident was not posey's fault because "staff person put the soft rail on knowing the zipper was broken."